Manufacturer narrative:
Product analysis conclusion; the reported stent graft migration was confirmed on the films provided; however the cause of the event could not be determined. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and the stent graft in-vivo configuration post-implant could not be performed. Sizing sheets were not provided for assessment of suitability of the chosen size for the patient anatomy. Analysis of the returned videos and still slices/images did not reveal any obvious out of specification stent graft integrity issues. A:4 updated b:5 additional information received: it was reported that no issues noted while deploying vamf3030200te stent graft. The secondary procedure was successful in covering the pau and the patient is in good condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 updated post completion of investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of an thoracic aortic ulcer. It was reported that during the index procedure, the vamf3030200te stent was selected and implanted in the body along the distal end of the left clavicle. It was reported that an post operative was performed, with no issues encountered. An x-ray was performed, where it was noted that the stent was dislodged above the coeliac trunk and stent displacement occurred. Pau ulcer points were failed to be covered. The patient received a second repair operation one day post index procedure. As per the physician, cause of the event cannot be determined. It was informed that the surgeon and the patient believed that there was a problem with the quality of the stent no additional clinical sequalae were reported and the patient will be monitored.